Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experience continuous elevated blood glucose (bg value not provided); cause was not known. Customer delivered more insulin to address bg. As tandem technical support was not contacted at the time of the event, recommendation was made for customer to consult with healthcare provider.